Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that the customer found a tiny hole in the packaging, above the lot number. No patient involvement occurred.

Manufacturer narrative:
(B)(4). Batch #m91984. Device was received sealed in blister. Upon visual inspection, the tyvek form the packaging had one tear in the area of the advanced hemostasis button. During the evaluation of the packaging, it was found that the instrument was not snapped into the blister potentially causing additional friction at the tyvek tear area. The batch history records were reviewed with no anomalies noted during the manufacturing process.